Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit is not cutting. Device to be returned for repair. No patient harm reported. No additional information available. Lp-20-120 leep (B)(4).

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 01/06/2023 under wo#'s 329087 & 329089 and shipped on 01/14/2023. Manufacturing record review: DHR's 329087 & 329089 were reviewed and no non-conformities, related to the complaint condition, were noted. None of the observed notes indicate a similar issue. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. As this unit was not confirmed to have an issue there is no relevancy. Product receipt: the unit was returned via r550004846 and received 7/12/2024. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the device tested to specification and found to meet all visual and functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. The unit was evaluated, tested to specifications free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.